Event description:
This 75 y/o, 150 lb., female patient states she has had swelling and difficulty walking since the right knee initial implant on (B)(6) 2014. She recently had a follow-up appointment and imaging with her surgeon, who said that she is experiencing premature poly wear and she will need to be revised in january. She is waiting until (B)(6) 2023 due to family obligations.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
H3: the prosthesis wear and most likely cause for the reported wear cannot be confirmed or determined at this time due to insufficient information and the device is not available for evaluation as it remains implanted. However, a contributing factor to the pending revision may be inclusion of the implanted polyethylene component in the packaging recall. H7: z-0021-2022.